Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 40 mg/dl. Customer consumed glucose and went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released for the ER 2 hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.